Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported, this situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the front right foot pedal and found a bent actuator flag in the pedal assembly that affected the signal to engage the table locks. The fe readjusted the actuator and verified that the table locks were performing according to specifications.